Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the clinical data file was returned. Review of the data file showed that each time the device prompted a "shock advised" determination, the user was performing CPR during the analysis period. This caused artifact on the ECG signal and the device interpreted the artifact as a shockable rhythm. The device prompts "do not touch patient, analyzing" and our device labeling instructs users to stop CPR and keep the patient still during the analysis period. This report has been attributed to improper use of the device by the end user and not to a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.